Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading is 146 mg/dl. The insulin squirts out during the manual prime process. The insulin pump is stuck in the rewind and bolus loop. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump unable to prime during prime test and alarmed during the basic occlusion test due to protruded/loose drive support disk.